Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a knee arthroscopy with a meniscus suture, when the surgeon was releasing the fast-fix 360 suture, and at the moment of shooting, the thread broke. The material was successfully removed from the patient as well as the broken thread. The procedure was finished with a smith and nephew back-up device. No surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device assembly found that a material certification of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.